Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported an open reduction revision was performed due to a dislocation following a hip arthroplasty.

Manufacturer narrative:
Product was not returned so no product evaluation could be conducted. Review of device history record for identified one non-conformance. This device is used for treatment. Components were reviewed for compatibility with no issues noted. Metal on metal complaints will be monitored through monthly post market surveillance trending process. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event.